Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected motor error alarms were noted. The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. However, the pump had a corroded motor home switch, minor scratches on the lcd window, a cracked case at the lcd window corner, a cracked reservoir tube lip, and scratches on the reservoir tube window.

Event description:
It was reported the customer received a motor error alarm during a prime. Customer's blood glucose was 161 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.